Manufacturer narrative:
(B)(4).

Event description:
A literature article was reviewed: "anterior controllable antedisplacement fusion (acaf) for severe cervical ossification of the posterior longitudinal ligament: comparison with anterior cervical corpectomy with fusion (accf)" haisong yang, jingchuan sun, jiangang shi, guodong shi, yongfei guo, yong yang n=2 mesh cage subsidence . This complaint involves two (2) devices.

Manufacturer narrative:
Product complaint # (B)(4). Pc: surgical intervention (even though there was no consequence to the patient, surgical intervention was included as subsidence has lead to the need for surgical revision). (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A literature article was reviewed: "anterior controllable antedisplacement fusion (acaf) for severe cervical ossification of the posterior longitudinal ligament: comparison with anterior cervical corpectomy with fusion (accf)". Haisong yang, jingchuan sun, jiangang shi, guodong shi, yongfei guo, yong yang. N=2 mesh cage subsidence.